Event description:
The originally reported to customer service that her housing was coming off her power cord. She also stated that she could not see any exposed internal wires. Upon receipt at medela the transformer was inspected and found to be breached, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an evaluation showed that the housing was breached, exposing inner electronics, which is a safety risk. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigating under (B)(4). Evaluation: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The voltage across the dc plug was not available. Resistance across the dc plug wa measured at 0.750 m ohm, which indicates that there is a short in the dc cord. The resistance across the ac blades measured as 55.1 ohms, which is normal and indicates that the thermal fuse did not blow.